Event description:
The pt was reported to have conjunctivitis with red eye and discontinued lens wear for one month. F/u notes corneal ulcer associated with pseudomonas aeruginosa antibiogram. The pt was treated with oftaquix (antibiotic). No permanent damage or impairment was reported.

Manufacturer narrative:
This is being reported as corneal ulcer.